Event description:
An (B)(6) male pt contacted zoll customer support to report that the charger/modem would not recognize the battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize batteries / powers off) was confirmed. As received, the charger was unable to charge a battery pack upon evaluation, the u13 8-bit cmos flash micro-controller was shorted. The cause of the inability to charger the batteries is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted form the shorted component. The pt received a replacement charger/modem.